Event description:
The manufacturer received information alleging a customer reached out via call regarding issue with seeing patient data. Customer states they are missing certain hours of usage, it doesn't match up with the patient's overall use from previous uploads. Troubleshooted by remoting onto patient profile from the customers computer, viewed the data from file explorer. Had customer delete patient data and format the sd card. After another attempt, patient information is shown the same. There was no harm or injury reported. The device has not yet been returned to the manufacturer, for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a customer reached out via call regarding issue with seeing patient data. Customer states they are missing certain hours of usage, it doesn't match up with the patient's overall use from previous uploads. Troubleshooted by remoting onto patient profile from the customers computer, viewed the data from file explorer. Had customer delete patient data and format the sd card. After another attempt, patient information is shown the same. There was no harm or injury reported. The device has not yet been returned to the manufacturer, for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer complaint of data discrepancy was not reproduced. The technician observed the following error codes recorded in the event logs therefore the following parts were replaced to address the issue: trilogy evo system pca due to error code e-206 indicating a (soft power fail), e-207 (hard power fail) and trilogy evo 3 way solenoid valve due to e: 182 (fio2 error). The following parts were replaced due to contamination or cosmetic issues: trilogy evo internal battery door, speaker housing, fio2 receptacle, vanity cover contaminated. Trilogy evo rear cover, trilogy evo base assembly, main housing, tobacco contamination. Trilogy evo cooling fan assembly, fan retainer, muffler assembly (dust inside the internal filter), contaminated for dust. Trilogy evo air inlet foam filter missing. Trilogy evo tubing-system pca, tubing-blower chassis, tubing-fio2 and tubing-low flow o2 -and all hoses contaminated for saline solution. The device passed all testing. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.